Event description:
The patient reported that the remote monitor has power but does nothing when a transmission is attempted and the start button is pressed. The monitor has worked previously in the past and now will not send. The monitor is being replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device would not start interrogation. However, after further analysis was done, this failure disappeared, therefore a root cause could not be determined.